Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ext-comprehensive glenoid-unk. Foreign report source: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00502.

Event description:
It was reported that the patient with a comprehensive mini stem had pain in the shoulder. X-ray review indicated that there was some proximal bone loss around the greater tuberosity. Subsequently, the patient was revised and an antibiotic spacer was put in for suspected infection. However, no infection was found in the area. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.